Event description:
It was reported that 50 bd vacutainer® barricor¿ lh plasma blood collection tubes had stoppers that were difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter: the decapper only decap the green hemogard cap and not the grey inner stopper. Decapper can't open closures properly.

Manufacturer narrative:
Investigation summary: mat: 365054; lot: 1313103. Bd received 1 photograph from the customer in support of this complaint, the photo was evaluated and show a stopper inside the tube without a hemoguard shield. Additionally, 24 retained tubes from the same lot number were, functionally tested and the issue of closure separation was not observed as all tubes met specifications. Bd was able to duplicate or confirm the customer¿s indicated failure mode from the photograph attached. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that 50 bd vacutainer® barricor¿ lh plasma blood collection tubes had stoppers that were difficult to remove. There was no report of patient impact.the following information was provided by the initial reporter:the decapper only decap the green hemogard cap and not the grey inner stopper.decapper can't open closures properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.